Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the products(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the pt/layperson called customer service to request a new battery for her onetouch ultra2 meter. The specialist followed up with the pt four days later, regarding alleged symptoms the pt reported after the meter would not power on. The pt shared the following info the specialist. The pt cannot recall exact dates and times. The first week of the previous month, the pt's meter prompted the battery indicator; however, the pt apparently did not attempt to replace the battery before contacting lifescan. Thirty minutes later the pt felt sick to her stomach and was sweating. The pt "took it easy" after the symptoms began, she neither self treated nor obtained medical treatment. When asked why she may have been symptomatic, the pt was unsure. She thought perhaps her blood glucose had been elevated. Since the pt did not have a backup meter, she stopped testing. The pt had referred to an appointment with her physician during her original call; however, she does no recall the date. Reportedly, it had been previously scheduled as a f/u to a lab test. The pt could not be specific regarding the type of tests that were performed. Although pt could not recall the exact blood glucose result at the physician's, she stated it was "way too high". Although the pt's physician had increased her metformin and glypizide from one a day to three, it is unclear if this occurred during that visit. Because the pt described symptoms that can be associated with serious injury, the complaint is reported. The pt's products were replaced.